Event description:
It was reported that the pt underwent a posterior spinal surgery. The pt underwent a revision surgery to replace and extend the existing hardware placed in 2007 to level l3 due to progression of disease (ddd). It was reported that while removing one pedicle screw, the saddle separated from the housing. The bone around the screw shank had to be drilled out to facilitate removal of the screw, which caused a delay in surgery . The case was completed with no further incident. No pt complications were reported.

Manufacturer narrative:
No devices were returned for eval. An identical device was evaluated and confirmed to function as intended. Review of labeling indicates sufficient instructions for use of device.